Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR:stent delivery system was returned for analysis. A visual examination of the stent found that stent struts from rows 1 to 13 on distal end of stent was undamaged. The remainder of the proximal part of the stent was deformed, stent struts were bunched and overlapping and pushed distally from the proximal marker band. The undamaged section of the crimped stent od (outer diameter) was measured which is within the maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-nov-2016. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca). A 2.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion; however, the device was not able to cross the lesion despite several attempts. The procedure was finished with just balloon dilatation only. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.